Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed; the distal lv (low voltage) electrode of the lead was covered in blood and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt the physician "could not lock up lead". After many additional attempts the physician decided to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.